Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2011. 4196 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld detection and therapy due to the patient's sinus tachycardia. The rhythm then changed which the device treated appropriately, but when the rhythm converted back to supra ventricular tachycardia (svt), the patient received inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.